Event description:
A pump alarm was reported, indicating an issue with the device during pumping. There was no reported adverse impact to the customer's blood glucose level. Despite previous alarms and advice from technical support to switch to a backup, the customer continued using the faulty pump. Technical support arranged for a replacement, as the pump had experienced multiple alarms before and could no longer accept the cartridge.